Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was last refilled on (B)(6) 2025, and that refill was uneventful. Around (B)(6) 2025, the patient started showing some withdrawal symptoms and at that time they believed the patient might just be sick. When the patient came for the pump refill today, they were expecting 4.2 ml and got back 0 ml. There was no previous history of volume discrepancies. The agent reviewed considerations and options, and the caller stated that they would likely fill the pump today and bring the patient back when the pump should be about half full to measure the volume.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the cause of the volume discrepancy was not determined. It was also mentioned that at the next refill the reservoir volume was within normal limits and appears to be working correctly.